Manufacturer narrative:
Outcome attributed to adverse event: urinary retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2021 it was reported that they were in pain. Patient spoke with her doctor. Her doctor had her turn her stimulation down. Patient is comfortable at 2.2. Patient stated the device is helping with pain and does not feel it is helping with the urinary. There was no surgical intervention that occurred. Additional information was received from the patient. They reported that they were taken off of their fluid pill on friday. Since then they had been able to go to the bathroom very often. They did not feel like they were emptying their bladder. They said their legs and feet were swelling too.